Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia. Blood glucose level was 31 mmol/l. Customer stated that he was not using sensor at that time. Customer also mentioned that the cannula was bent. Troubleshooting was done for bent cannula. Customer had to use syringe to treat their high blood glucose. No further details given. Insulin pump will not be returned for analysis.